Event description:
Small metal ring not found on laparoscopic instrument sheath during cleaning procedure. X-rays of several patients on when instruments were used were negative for aberrant ring. Unable to determine if lost intraoperavtively or during cleaning. Unable to determine a specific patient on when device was used.